Manufacturer narrative:
The cause for the discordant low testosterone result is unk. The system error log noted a volume check error for reagent probe 2. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the acid pump, however, no conclusion can be drawn. The instruments are performing within specifications. No further evaluation of the device is required.

Event description:
A false low advia centaur testosterone result was obtained on a pt sample when compared to repeat testing. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant testosterone result.